Event description:
Patient required revision of an asr cup due to aseptic loosening.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
This implant is not sold in the united states to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the united states at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr xl - rig, reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update 7 jul 2015: implant date, additional file handler from crawfords, expiry dates for all products, any other missing info.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient required revision of an asr cup due to aseptic loosening. Revised to a pinnacle cup and poly liner ceramic head. 29/11 - update from (B)(6) spreadsheet dated 8 november 2011- this is claimsuite ref (B)(4). (B)(4). Update: added side hip, type of product, hospital name, surgeon forename and reason for revision. Received: march 19th 2013. Asr xl - right. Reason(s) for revision: pain. Update received 3rd september 2014. Lirc info added. Taper sleeve lot number amended.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient required revision of an asr cup due to aseptic loosening. Revised to a pinnacle cup and poly liner ceramic head. (B)(4) 2011 - update from (B)(4) spreadsheet dated (B)(4) 2011- this is claimsuite ref (B)(4). (B)(4) reference number: (B)(4). Update: added side hip, type of product, hospital name, surgeon forename and reason for revision. Received: (B)(4) 2013. Asr xl - right. Reason(s) for revision: pain . Update received 3rd september 2014. Lirc info added. Taper sleeve lot number amended. Update 7 jul 2015: implant date, additional file handler from (B)(4), expiry dates for all products, any other missing info. Sm (B)(4) 2015. Update jan 19, 2018: additional information received from (B)(4). Reason(s) for revision: pain; corrected doi and dor. Doi: (B)(6) 2007; dor: jul 24, 2010; right hip.